Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Event description:
It was reported an unknown time, on an unknown date, the device's 1.0-1.5 cutter was not cutting skin and was stuck in the machine. The hospital was able to free the stuck cutter from the machine there was no note of patient impact or delay. Due diligence is in process, no further information is available.

Event description:
It was reported that during surgery, the device's 1.0-1.5 cutter was not cutting skin and was stuck in the machine. The hospital was able to free the stuck cutter from the machine graft harvested and nurses and surgeon had issues with meshing multiple sheets of skin. Cutter was not uniformly cutting into the skin and was not cutting all the way through. Surgeon had to complete the meshing of the sheets of skin with a blade before being able to apply graft to patient. At the end of the surgery nursing staff unable to open the pins to remove the cutting insert. Mesher sent to mdrd with cutting tool still inside. There was no note of patient impact there was but there was a delay, the surgery took longer than expected approximate 30 minutes due to additional steps needed to cut into the grafts before applying to patient. There was no other gaft need it, surgeon used grafts already harvested but had to complete the meshing by hand. Due diligence is completed, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b3, b4, b5, e1, e2, e3, g1, g3, g6, h1, h2, h6 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.